Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and it passed. The receiver passed the charge and boot test. The receiver download passed. The log was downloaded and reviewed finding errors. Functional test was performed and it passed. A pairing test was performed, and it passed. The receiver case was opened, and the internal inspection passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.